Event description:
It was reported that the device was used during a hals sigmoid colon resection. The device ripped into an observed two pieces, the two pieces were removed and a new device was opened and the case proceeded without any incident. No pt consequence.